Manufacturer narrative:
Block b3: date of event estimate 01feb2025. Block h6: imdrf code e2340 captures the reportable event of wound dehiscence

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during an unknown procedure type performed on an unknown date. During the procedure, the x-tack endoscopic helix tacking system performance was dissatisfactory in relation to closure. The physician advised that he had experienced two serious post complications of leaks after closure with x-tack. No information has been provided to date on despite good faith efforts.